Event description:
Guide wire was left in pt. The pt was brought back to the operating room to have the wire removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.